Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an e216 scope communication error message, as well as no image/a black screen. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deep scratch on the biopsy channel opening. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had an e216 scope communication error message, as well as no image/a black screen. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.